Manufacturer narrative:
(B)(4).

Event description:
A manufacturer's representative measured impedances >2,000 ohms on the unipolar pairs. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See also manufacturer's report #3004209178201104107.